Manufacturer narrative:
Despite multiple attempts to gather additional information from the field, no further information concerning this event has been provided. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was oversensing noise on the right atrial (ra) channel which led to the delivery of inappropriate anti-tachycardia pacing. A low pacing impedance measurement of 230 ohms was also observed. The patient had a good sinus rhythm so there was no pacing inhibition involving with this event. At this time, no changes to the system have been made and the ICD remains implanted and in service. No adverse patient effects were reported.